Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. The device has is showing a service wrench and a black display when the device is powered on. The customer was provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The distributor contacted physio-control to report that their customer's device had illuminated its service wrench and was beeping. The device could be powered on, however there were no voice prompts and a blank display. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be seen by the device user.  This issue has the potential to either delay, or prevent, defibrillation from being delivered.  There were no reports of patient use associated with the reported event.

Event description:
The distributor contacted physio-control to report that their customer's device had illuminated its service wrench and was beeping. The device could be powered on, however there were no voice prompts and a blank display. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be seen by the device user.  This issue has the potential to either delay, or prevent, defibrillation from being delivered.  There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and the cause of the reported issue was determined to be due to the solder connection between wires 4 and 5 on the battery harness electrically shorting, which caused the blank display and the device to show the service wrench.